Event description:
Patient admitted (B)(6) 2016 with acute abdominal pain. Results of CT scan with lv outflow graft thrombus. Labs indicated lactate 2.6, ldh 591 (increase from baseline 389 u/l ib (B)(6) 2016), plasma free hemoglobin 12, inr subtherapeutic at 1.5. Pt with possible mesenteric ischemia, treated conservatively with heparin and restarted on asa 81 mg and warfarin on discharge; discharge ldh 358 u/l, inr was 4.6. Of note, patient with chronic (B)(6) driveline infection since (B)(6) 2015, recently treated with vancomycin in (B)(6) 2016 and then started on chronic suppressive therapy with clindamycin (B)(6) 2016. Pt re-admitted (B)(6) 2016 with acute sob; ldh 928 u/l and plasma free hemoglobin 81 with presence of dark colored urine and inr 3.4. Pump parameter wnl. Cta lvad on (B)(6) with occlusive thrombus in the outflow cannula. Patient treated with heparin, lvad exchanged on (B)(6) 2016 due to concerns of thrombus and presence of heart failure symptoms.